Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive after possible sweat exposure. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was over 300 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.